Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while on batteries can be confirmed based on the information recorded in the event log file. The event log file was successfully retrieved from the returned system controller, serial number (B)(6) and contained data recorded from (B)(6), 2021. The recorded information revealed that the system maintained the set speed with no interruptions and there were some atypical power cable disconnect and low voltage alarms associated with rsoc invalid faults. The associated voltages indicated that the alarms occurred while on batteries and may suggest a possible contact issue between the batteries and the clips. The data recorded on (B)(6) at 9:37 pm revealed that the system was powered by a mpu and the mpu briefly lost power. The entry captured two minutes later indicated that the controller was disconnected from the system. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The inner conductors in the power cables were measured and there were no issues observed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms while on battery power. The alarms persisted, so the patient switched to the mobile power unit (mpu). The alarms were not resolved by switching to the mpu so the patient's family member performed a controller exchange. No other alarms occurred. The patient remained stable and at home.